Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2015.

Event description:
It was reported the patient went into an atrial flutter event and the device inappropriately terminated the episode when it was not terminated due to far field r-wave (ffrw) oversensing. It was further reported the p waves are small and there was undersensing of p waves. The patient is reported to have become symptomatic with the arrhythmia, was presyncopal with dizziness and lightheadedness and required cardioversion in the ambulance. Additional information obtained from the clinic reported the patient develops a 1:1 atrial tachycardia and the patient has an activator to provide anti-tachycardia pacing however the patient did not have the activator. Device reprogramming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.